Event description:
The customer obtained a non-reproducible and higher than expected vitros ntbnp result from a patient sample when processed on the vitros 5600 integrated system. Vitros ntnbp = 1749 vs. Expected 62.6 pg/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The non-reproducible and higher than expected vitros ntbnp result was reported outside of the laboratory and was questioned as it did not agree with the patient¿s clinical history. It is assumed that a corrected result was issued at a later time but this has not been confirmed. There was no allegation of inappropriate medical action taken, or serious injury or harm to the patient. (B)(4).

Manufacturer narrative:
Investigation into this event found that a non-reproducible and higher than expected vitros ntbnp result occurred on a patient sample processed on a vitros 5600 integrated system. A definitive root cause could not be determined. However, the most likely cause was an unexpected performance issue isolated to a single reagent pack of vitros ntbnp reagent. There was no data suggesting an instrument malfunction contributed to the event.